Event description:
It was reported that during lead implanting procedure, the lead helix could not be extended well, so it could not be fixed and the parameters were not ideal. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.